Event description:
Reporter indicated low impedance readings were obtained for a vns patient with diagnostics testing at an office visit. The reporter was advised to disable to vns. No trauma or device manipulation has occurred. The patient is scheduled for vns revision surgery on (B) (6)2010. Attempts for further information are in progress.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.